Manufacturer narrative:
The biomedical engineer reports that the bedside monitor displays spo2 waveforms but no numerics, just dashes. This only happens on spo2 readings. All other vitals display numerics. The dr. Decided to use the bedside monitor as a standalone which caused the spo2 numerics to display. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The biomedical engineer reports that the bedside monitor displays spo2 waveforms but no numerics, just dashes. This only happens on spo2 readings. All other vitals display numerics.